Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision to take place (B)(6) 2013. Incorrect see below, asr xl acetabular system - left hip, reason(s) for revision: unknown. Update received: (B)(6) 2013 - added surgeon: dr (B)(6). Update received (B)(6) 2014. Projected revision has not yet taken place due to patient health. New boxes completed. Update received: (B)(6) 2014 - added revision date: (B)(6) 2014. Update received (B)(6) 2014. Revision scheduled on the (B)(6) 2014 was cancelled, surgeon has advised no further date planned for the moment. Manufacturing dates added. Update received: (B)(6) 2014 - added future revision date: (B)(6) 2014. Surgeon confirmation form received (B)(6) 2014. Lot number added to taper sleeve. Revision reason added. Reason(s) for revision: pain.